Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. The customer used a new cartridge, syringe and needle tip and was able to successfully fill the cartridge with insulin. Subsequently, the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer's blood glucose level was 132 (mg/dl). Reportedly the customer had an alternate pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged cartridge alarm 19 malfunction was verified. The cartridge fill resistance investigation could not be completed as the cartridge was not returned.